Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the device was pulled out with force. This caused more damage on the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. Additional related observation: failure analysis found the main tube at the distal end adjacent to the proximal clevis to be cracked, no missing parts observed. Root cause for this failure mode is likely attributed to the primary failure of dislodged proximal clevis. Additional observation not reported by site: failure analysis found the failure of mechanical burrs/indentations - instrument proximal clevis. Additional observation reported by site: the instrument was found to have a broken/sawed off main tube approximately 440mm from the distal tip to be related to the customer reported complaint. No material was found missing. The flush tube and the crip cable guides adjacent to this broken/sawed main tube were found to be broken/sawed. The causes of this failure are attributed to the user. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated the tip up fenestrated grasper (tufg) instrument had jaws that did not fit through the trocar. The customer removed the jaws of the tufg instrument with the trocar. The customer had cut the jaws to get the trocar back. The tip of the tufg instrument was shifted relatively. No traction was exercised. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was more damage to the sleeve of the msc while retracting it out of the trocar.